Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The video cable connection was damaged and needed to be reterminated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was no image on the systems video monitors. There was no adverse patient involvement reported. There was no patient information reported.